Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction injection and did not require assistance from a third party. Reportedly, the customer used humalog insulin longer than the recommended 48 hours which is considered off label use. The customer was advised to change out supplies and continue with insulin therapy.